Event description:
Additional information received reported that the manufacturer representative had not seen or heard from the patient since the visit when the patient reported the issue. It was noted that the manufacturer representative told the patient to contact them if the patient had continued problems. The manufacturer representative noted that it ¿sounded like it may be the controller.¿ additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Event description:
It was reported the manufacturer representative thought the implanted battery was getting ready to die. The rep checked the battery status and it showed ¿ok, 20-40%.¿ the patient was reportedly using stimulation 24/7. It was noted the patient felt stimulation, but it was intermittent and would ¿come and go.¿ this began within the last week. No falls or trauma reported. It was noted it was on the left arm side, but the patient only had ¿one lead anyway.¿ the patient was unable to reproduce it and it was not specific to one position. It was noted the amplitude was set to 0.6 volts. Electrode impedances were performed and all impedances were greater than 4,000 ohms at 0.25 volts, 210us, and 30hz. It was noted the patient was reprogrammed on 0- and 2+. It was noted the patient¿s programmer had intermittent communication with the implant. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0337642v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3550-09, lot# lb6468, implanted: (B)(6) 2003, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).